Manufacturer narrative:
Additional information: one device was received for evaluation. A visual inspection was performed with the naked eye which noted that the package was open with the minicap. The aluminum foil forming part was completely crushed. In the contour or periphery of the packaging the characteristic mark of the seal between the formable paper and the printed paper was identified, indicating that the seal of the packaging was complete when the product was released. The reported condition was verified. The cause of the condition could not be determined. A visual inspection was performed on 14 retention samples and as a result no open packaging or bad seal was identified. The retention samples met the quality specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap was damaged; further described as "individual pouch was opened". This was found before therapy use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.